Manufacturer narrative:
It was initially reported that the battery backup did not operate as expected. This has been changed to a report by the customer that during a case, the bellows was empty. A ge healthcare service representative performed a checkout of the equipment and replaced the bellows and popoff.

Event description:
The hospital reported that, during a case, the unit had an empty bellows. There was no reported patient injury.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the hospital had a power failure. It was further reported that the battery backup did not operate as expected. There was no reported patient injury.